Manufacturer narrative:
G1 manufacturer site phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a decanav catheter and the patient experienced a cardiac perforation which required pericardiocentesis. The carto 3 system displayed error code 6106 "invalid catheter ID". The connections were reseated without resolution. The cable was replaced with no resolution. The ultrasound machine was deselected and reselected without resolution. When the catheter was replaced, the issue persisted. They upgraded the carto 3 system with the sonata software and they did not activate the nuvision key with the upgrade. Once the key was upgraded, they were able to continue the procedure with no issues. During the isvt case, there was a perforation in the left ventricle which caused a pericardial effusion. After going transseptal, the medical team mapped with the decanav catheter through the vizigo sheath. The catheter went into the epicardial space, so they pulled the catheter back into the endocardial space and they watched on intracardiac echocardiogram (ice) as the pericardial effusion grew very slowly. They continued to map for the next hour as they watched the pericardial effusion on ice. The medical intervention provided was a pericardiocentesis with 400 ml of fluid removed and blood pressure was stabilized. The patient was given 100 of protamine and the activated clotting (act) time went down to 116 at that point. The highest act was 349 when they perforated. The physician decided they wanted to continue with the procedure. The physician gave the patient 4,000 more of heparin and they continued ablation for about 35-40 minutes. Throughout the rest of the procedure, they end up draining a total of 700 ml of fluid. At the end of the procedure, the physician gave the patient 50 more of protamine. The patient left with the tube in which was still draining just to watch if any more fluid accumulated. The patient was sent to cardiac intensive care unit in stable condition. No ablation was completed before the pericardial effusion occurred, and it was confirmed that the ablation catheter had not yet been inserted into the body. The decanav catheter was in the left ventricle mapping at the time of the injury along with the vizigo sheath, a quad catheter, and a nuvision catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.